Event description:
It was reported that: the inflatable penile prosthesis (ipp) reservoir had migrated into the scrotum, therefore the physician decided to perform a revision surgery to replace the reservoir with a new one and put it back in the correct location. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.